Event description:
An aneurx stent graft system was inserted into a pt for the treatment of a 6 cm abdominal aortic aneurysm. The aortic neck was 25 mm in diameter and it was 45 mm in length. The iliac arteries had mild calcification and severe tortuosity. It was reported that the physician was unable to advance the delivery catheter to the intended landing zone, due to the severe tortuosity of the vessel. The physician attempted with a buddy wire but still was unable to advance the device to intended landing zone. The device was removed from the pt. There were some marks/fraying on the delivery system, and the physician elected not to use the device. A sheath was inserted followed by insertion of another aneurx stent graft to intended landing zone without issue. The case was successfully completed. The delivery system was discarded by the user facility. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results and conclusion: mild tortuousity and severe calcification of the iliac arteries.